Event description:
The facility representative reported a flogard infusion pump with a 94 failure code. It is unknown when and which care area this condition occurred. There was no patient injury or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The reported condition was confirmed during the initial evaluation of the device. The device was evaluated on-site at the customer facility. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The customer reported problem of alarm f-94 was confirmed during device evaluation by a service technician. The technician was unable to determine a definite assignable cause because the required parts were not available and therefore, verification of functionality after troubleshooting could not be performed. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.